Event description:
A pump alarm, specifically alarm 30, was reported by the customer during the pumping process. There was no adverse impact to the customer's blood glucose level. Although the customer was assisted in loading a new cartridge following the correct technique, the cartridge alarm recurred, leading to the decision by technical support to replace the pump. The customer used an insulin pen as a backup.